Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 02/2020); (manufacturing date: 03/2018). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, vessel dissection was identified after inflation in the superficial femoral artery. Reportedly, the dissection was treated with a non drug coated pta balloon dilatation catheter and the event was considered to be resolved.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned and images were not provided. However, medical records were provided and reviewed. An ultrascore device was delivered to the target lesion and was inflated for a total duration of 180 seconds without movement. Following use a grade b dissection was noted. Based on the medical records, dissection of the vessel can be confirmed. However, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the ultrascore device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 02/2020).

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, vessel dissection was identified after inflation in the superficial femoral artery. Reportedly, the dissection was treated with a non drug coated pta balloon dilatation catheter and the event was considered to be resolved.